Event description:
It was reported the patient received the following results within 15 minutes: 447 mg/dl, 350 mg/dl, and 205 mg/dl. The customer had symptoms of feeling tired and dizzy, but no adverse event was reported.